Manufacturer narrative:
In previous report, the manufacturer captured incorrect information in box h. The following correction has been updated in this report. In box h: manufacture date has been corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging headache, sleeplessness, and severe anxiety. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that unknown white (dust like) contamination in air inlet of blower box. Unknown white (dust like) contamination in and on the blower motor. Unknown white and black (dust like) contamination in iso (international the organization for standardization) port. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The device was corrected. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust unknown white contamination .